Event description:
(B)(4). Since getting the essure placed I have below symptoms. 2-3 yeast infections a month, hot flashes, dental problems, clotting, severe pain during intercourse, mood swings, hair loss and many more...

Event description:
(B)(4). It is to the point I would pay whatever to get the essure taken out!!!!!!!!!!